Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt stated that he placed himself on batteries for a half an hour. Just as he went to change back to his ac power he said he, "heard a loud alarm and also felt severe heartburn in his stomach." He said "it quit alarming after that and he went back to sleep". Vad coordinator (vc) examined controller and there did not appear to be any bent pins. Vc attempted to download history on the controller and was unable to so exchanged pts controller to his back up controller. Pt given another refurbished back up controller programmed to 9600.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.